Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg migrated. It was also stated that the patient's ipg is non functional. The patient underwent an ipg replacement procedure.